Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was implanting the right ventricle lead (the mechanical functioning of the helix electrode was not verified). The physician was not able to get the helix extended even when the lead was well positioned. More than three times was attempted with more than 30 turns and it was not possible. Another lead was used. With the new lead it was difficult too but it was possible after 30 turns. The new lead remains in use. No patient complications have been reported as a result of this event.